Event description:
The customer reported falsely elevated architect free t4 results generated on the architect i2000sr analyzer for multiple patients. The following data was provided (customer¿s reference range: 11-17.7 pmol/l): on (B)(6) 2026, sid (B)(6) (32-year-old, female): initial ft4 result = 20.44 pmol/l. Repeat ft4 result = 9.3 pmol/l. 2nd repeat result = 9.76 pmol/l. On (B)(6) 2026, sid (B)(6) (32-year-old, female): initial ft4 result = 26.69 pmol/l. Repeat result = 11.77 pmol/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07k65-78 that has a similar product distributed in the us, list number 7k65, with 510k/PMA/bla number k173122.